Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) and diabetic ketoacidosis (dka); bg value unknown. The customer went to the emergency room (ER) and was subsequently admitted to the hospital. Reportedly, the customer was sick and did not bolus for their meal, resulting in the elevated bg levels. Customer was treated with an IV drip and manual injections to resolve the issue. Reportedly the customer continued to use the pump for insulin therapy.